Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient slipped and banged the ipg/ipg site against the edge of her kitchen counter. Afterwards, the patient lost stimulation while attempting to recharge the ipg. It was also reported the programmer can no longer communicate with the ipg. As a result, the patient will undergo surgical intervention.